Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported difficulty could not be tested due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 7f sheath after a superficial femoral artery and popliteal artery interventional procedure. Reportedly, there was very little blood flow coming from the marker lumen of the proglide device after being positioned in the artery. The device was rotated slightly, but there were still only a couple of drops of blood coming from the marker lumen. The lumen had been flushed prior to use. Manual arterial compression was applied to achieve hemostasis. An attempt was made to flush the marker lumen of the proglide device after it was removed and it was unable to be flushed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported marker lumen blockage and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.